Event description:
Caller states that the following readings were obtained on a patient, using the inform meter within 10 minutes: 41 mg/dl (inform system 1) and 100 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips are not available for return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with a1 patient identifier (B)(6) for the inform system 2. Will not be returned to manufacturer.